Manufacturer narrative:
Customer service provided the customer with troubleshooting tips and requested that the customer call in if the suction issue was not resolved. The customer did not call in to customer service. The customer was contacted by a medela clinician on (B)(6)2017, at which time the customer reported that the pump was not working well for her and she switched a competitors pump, which seems to be working better for her. The customer confirmed that she had mastitis, was prescribed an antibiotic and is no longer experiencing symptoms. A replacement pump was sent to the customer to return for a refund. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, the customer emailed medela customer service and alleged that she purchased a medela pump in style advanced breast pump back in (B)(6) of 2017, and finally started pumping recently since she was going back to work. However, after pumping 20 minutes each time, she felt that the device was not strong enough to get all of her milk out. Two days after exclusively pumping, she got mastitis. She indicated that after trying to troubleshoot the device, nothing made it stronger.